Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results, with two different meters, within 10 minutes: 90 mg/dl (performa meter) and 321 mg/dl (active meter). No adverse event reported. The performa test strip lot number was not provided. Return of the suspect device was requested for evaluation.